Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when performing the maintenance of the arctic sun device, it was observed that the temperature did not drop below 9ºc and giving a calibration error 82 (non-recoverable system error). Per follow up information received via ibc on 14feb2022, the issue was not resolved. The device remains inoperative at the facilities waiting for repair. The calibration 82 cascades with temperature did not drop below 9ºc. The device would be sent in for a bd-approved facility for evaluation.

Event description:
It was reported that when performing the maintenance of the arctic sun device, it was observed that the temperature did not drop below 9ºc and giving a calibration error 82 (non-recoverable system error). Per follow up information received via ibc on 14feb2022, the issue was not resolved. The device remains inoperative at the facilities waiting for repair. The calibration 82 cascades with temperature did not drop below 9ºc. The device would be sent in for a bd-approved facility for evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.